Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not connecting to the two-drawer medstation to which it was attached, causing a not on the bus error and preventing access to the refrigerator door. A field service engineer (fse) inspected the unit¿s ethernet connection at the rear of the helmer and found it appeared secure; however, fse removed and reconnected the connection as a precaution, also verified that the ethernet connection at the rear of the station was sound, then performed the formal helmer reboot procedure, which resolved the connectivity issue, tested the unit using the hardware test application (hta) with customer support, and the unit operated as expected. The system functioned as intended after the field service engineer repaired and troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, unit not shown as connected to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.